Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the surgeon inserted the orvil from the mouth , and he advanced the bulb tip to the cut end of the esophagus, however the anvil came off the tube. The anvil was retrieved with bailout suture with no problem. They replaced it with a new anvil, and the procedure was completed with no problem. There was no patient injury.